Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant products: d274trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 5071, implantable pacing lead, (B)(6) 2006; 4968, implantable pacing lead, (B)(6) 2006; 6721m, implantable tachy lead, (B)(6) 2006; 4968, implantable pacing lead, (B)(6) 2006; (B)(4), mechanical heart valve, (B)(6) 2006; (B)(4), mechanical heart valve. (B)(4)

Event description:
It was reported that the patient received a lead warning for high impedance on the superior vena cava (svc) coil. The coil was programmed off, but remains implanted. No patient complications have been reported as a result of this event.